Event description:
The patient was undergoing a cystoscopy, left ureteroscopy and left ureteral stent exchange when the urologist noticed a small crack in the external casing of the gyrus flexible digital ureteroscope, and there was some exposed metal (possibly fiber-optic fibers) noted as well. The urologist examined the patient's urethra and bladder, as this is where the crack would have come in contact with tissue, there was no evidence of injury. "Mild erythema" was noted in the mucosa of the urethra but the urologist felt this was not atypical of where passage of a rigid scope would have been. No injury to patient noted. Scope was sequestered and sent to sterile processing for cleaning. Scope was the returned to manufacturer for evaluation purposes. Patient was sent to pacu for recovery, and was discharged later same day.